Event description:
Customer smells a strong odor of insulin. He does not see cracks or leaks in the reservoir. Customer's physician pointed out the odor. The reservoir may have leaked. Customer reported a bad motorcycle accident and he broke his hip. Customer stated that he was drinking and not insulin pump related. The insulin pump has been on and off. Customer had a bent cannula and had a no delivery alarm. The current blood glucose reading is 254 mg/dl. Customer has treated with insulin pump. Customer has been very active. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.